Event description:
An optometrist reported a case of under correction, observed on a patient's right eye one month post lasik treatment. Reporter indicated patient was currently myopic in distance eye after monovision treatment. Patient noted frustration with distance clarity. Upon follow up, reporter indicated no additional actions at this time, patient is currently being monitored.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).